Event description:
Hillrom received a report from a hillrom technician stating the bed had no alarm at the nurse station for nurse call or bed exit. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found thep379 cable partially disconnected at sidecom board and needed to be reconnected. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the p379 cable to the sidecom board to resolve the issue. Based on this information, no further action is required.